Manufacturer narrative:
This case has been re-opened since the product has been received. The investigation results have been updated: trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that harmonic oscillation from the impaction eventually broke the screw attaching the alignment guide to the insertion handle. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis: visual examination: the returned lateral position guide shows some scratches and signs of usage. The m4 screw is missing. No other conspicuousness was found. Functional test: a functional test was performed with another lateral position guide of the same catalogue number. The screw cannot be unscrewed from the device. Therefore the screw must have been broken or stripped in order to be missing. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: root cause determination using rmw : instrument breaks, deforms, diverges impairing its function. Due to inadequate design for intended performance => not possible -> a systematic issue with design would have been detected as part of a trend review. Instrument breaks, deforms, diverges impairing its function. Due to mechanical properties of material insufficient => not possible -> a systematic issue with material properties would have been detected as part of a trend review. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, as the fractured screw has not been returned. Damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Conclusion summary: the lateral position guide was returned for investigation, but the screw is missing. However, it can be confirmed that the screw must be broken or stripped as it would still be inserted in the position guide otherwise. It is possible that the material underwent many loading cycles which may have contributed to the weakening of the material. It might also be possible, that the user used the instrument under unexpected load conditions. However, an exact root cause could not be determined the need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that harmonic oscillation from the impaction eventually broke the screw attaching the alignment guide to the insertion handle. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Conclusion summary neither operative notes, nor devices or photos of the instrument were received; therefore the condition of the component is unknown. It is possible that the material underwent many loading cycles or many sterilization cycle which may contribute to weakening of material. On the same time it is possible that the user used the object under unexpected load conditions. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using a positioning guide, lateral, 20 during a surgery on (B)(6) 2016. It was reported that the surgeon was impacting the cup insertion handle with a mallet, and it has been described that a harmonic oscillation from the impaction eventually broke the screw attaching the alignment guide to the insertion handle. The surgery was completed with an other device. It is unknown if surgery was delayed.